Event description:
During a procedure of the middle cerebral artery, the pt was pre-dilated with the subject device at 6 atm and the vessel was very well reconstructed. After dilatation a wingspan street system was implanted. Subsequent angiographic controls showed that the peripheral vessels, distal to the lesion, were not sufficeintly supported by the blood flow. After a waiting time of 10 minutes and pulling back the transend .014" floppy 300 cm from the peripheral vessel, the situation changed immediately and the pt went back to the stroke unit. After 3 hours, the pt was re-diagnosed again because a re-stenosis by doppler ultrasonography was found. This re-stentosis was located distally to the lesion, but can be related to the pre-dilatation. No re-intervention yet, hemodynamic is not worse than before. Pt will be observed during the next hours, further interventions or treatments unk at this moment.